Event description:
It was reported that customer was having high blood glucose. Customer stated that he is going through chemotherapy and customer thinks that the insulin pump is having a hard time keeping up. Customer stated he treated a shot with the pen to treat high blood glucose. Customer had blood glucose at mid 300's mg and treated with pen and went down to 180's mg/dl. Customer will speak with his health care provider regarding after several boluses his blood glucose still in the 300-400's mg/dl. Customer declined to speak with the help line. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.